Manufacturer narrative:
An event regarding thread damage involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a left total hip procedure, surgeon impacted the tritanium cup and locked in the liner. Surgeon wanted to then reposition the cup so surgeon extracted the liner and cup to reposition. Upon extraction of the cup, it appeared to be cross threaded on the impactor/extractor - upon removal of cup from extractor metal debris was noticed (no debris in patient) - after seeing this, the sales rep advised surgeon not to use current cup and offered a new cup of same size but surgeon proceeded with re-implanting the same cup, implanted screws and also used same liner again. Sales rep strongly advised against re-using but surgeon re-implanted both cup and liner and completed case. Surgeon was happy with end results of surgery and procedure was completed without any delay or adverse consequence to patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that during a left total hip procedure, surgeon impacted the tritanium cup and locked in the liner. Surgeon wanted to then reposition the cup so surgeon extracted the liner and cup to reposition. Upon extraction of the cup, it appeared to be cross threaded on the impactor/extractor - upon removal of cup from extractor metal debris was noticed (no debris in patient) - after seeing this, the sales rep advised surgeon not to use current cup and offered a new cup of same size but surgeon proceeded with re-implanting the same cup, implanted screws and also used same liner again. Sales rep strongly advised against re-using but surgeon re-implanted both cup and liner and completed case. Surgeon was happy with end results of surgery and procedure was completed without any delay or adverse consequence to patient.